Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified particulate matter inside fluid path. However, the particulate matter was not observed to be embedded in the tubing. This confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black linear object was observed in the tubing of an extension set. This occurred before use. There was no patient involvement. No additional information is available.